Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s nurse reported seeing small inflamed sores around the insertion site and underneath the adhesive. On (B)(6) 2018 the patient went to a physician on who prescribed the antibiotic cephalexin to treat the reaction. At the time of contact, it was indicated that the patient was healing up. No additional event or patient information is available.